Manufacturer narrative:
The reported events of inadequate capture and noise were confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. A visual examination found the inner insulation was breached underneath the suture tie region, which is consistent with the damage caused by overtightening sutures. The cause of the reported events was isolated to the breached insulation due to suture tie-down forces, and no other anomalies were seen.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-50173. It was reported that the patient's active atrial lead was explanted and replaced due to a high capture threshold and episodes of noise. It was also observed that the previously implanted atrial lead was capped and replaced on (B)(6) 2010 due to low pacing impedance and episodes of noise. The patient experienced no consequences.